Manufacturer narrative:
Concomitant medical products: 7232cx, ICD. Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. It also indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, the impedance trend on the rv (right ventricular) pacing lead was rising, and that there was oversensing due to non-physiologic signals/sic (sensing integrity counter).

Event description:
It was reported that the right ventricular lead had an issue with the pace/sense portion of the lead and it was capped and replaced. The new pace/sense portion now presents with high thresholds, increasing and high impedances, and noise. It was also noted that 50 hz noise can be seen on stored electrograms (egm). The physician indicated the patient received several unnecessary shocks due to the faulty electrical installations in his home. The device was reprogrammed and the lead and device remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.